Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event with infusion set on 21-jun-2024. The blockage was located at the tubing.the patient resolved the issue by changing the supplies and resuming insulin therapy. No further information available.